Manufacturer narrative:
H.6. Investigation summary: one photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. 10 retains were functionally tested and all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were five underfilled specimen tubes. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were five underfilled specimen tubes. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.